Event description:
New alcon lensx laser was being used for a case by physician. During the case, after applying pi suction, error code appeared on the screen. Released suction, reset computer and attempted a second time. Error code came on the screen a second time and laser treatment aborted by physician. But cataract surgery continued by physician.